Event description:
It was reported a patient has bilateral intraocular lens (iol) implants and complains of double vision and wants to have his lenses removed. The patient status is reported as permanently impaired. The patient's daily activities is significantly affected. Through follow up, it was learned that the symptom is debilitating to the patient. The debilitating condition was not reported. Therefore, the lens is planned for an explant in the middle of september. No other information was provided. This report captures the lens implanted in patients first eye. A separate report will be filed for the second eye.

Manufacturer narrative:
Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1 telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: through follow up, it was learned that the explant in the left eye was performed on the (B)(6) 2023. It was unknown what daily activity was stopped because of the diplopia issue. The replacement lens was not available at this time. There was no medical or surgical intervention outside of stand of care required. The explanted lens is not available. No other information was provided. The following sections have been updated accordingly: section d6b: if explanted, give date: (B)(6) 2023. Section h6: health effect - impact code 4629 captures explant. Section h6: type of investigation: 4114 device not returned, all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.